Event description:
The manufacturer received information a trilogy evo ventilator was returned to a third-party service center for completion of maintenance. The device was not in use on a patient at the time of the occurrence. No harm or injury was reported. On device evaluation, a critical error code was noted in the error log indicating the machine flow sensor drift was above the specification (>0.2lpm). The machine flow sensor requires replacement to address this issue. Additional findings not related to the reported malfunction/issue: non-critical error codes noted in the error log indicated the blower assembly required replacement. The internal battery door was damaged and required replacement. The fio2 tubing was noted to be contaminated with dirt and would require cleaning or replacement. A final report is being submitted. If new information becomes available following completion of the device repair that changes the outcome of the investigation and associated medical device reporting, a follow-up/supplemental report will be completed.